Event description:
As reported by the (B)(4) study, a patient experienced chest pain and underwent revascularization of the lima graft. At the time of the index procedure, the patient underwent placement of a 2.75 x 13mm cypher stent in the mid lad to lima due to in-stent restenosis of a taxus stent that had been implanted in 2005. Post procedure residual stenosis was 0% with timi 3 flow. Approximately (B)(6) months later, the patient presented with complaint of abrupt onset of substernal chest pain and associated heaviness in both arms. Troponin I was 0.4 (uln 0.5). EKG revealed marked sinus bradycardia, st and t wave abnormality considered significant for anterolateral ischemia and t wave inversion in the inferior leads. The patient was taken to the cath lab and underwent successful pci with two xience stents to the lima due to instent restenosis of the study stent. While the patient was hospitalized, he was noted to have symptomatic atrial arrhythmia and supraventricular tachycardia. The patient converted to sinus rhythm and intravenous beta blocker and the initiated on sotalol. According to the investigator, the atrial tachycardia was not related to the study device and the cardiac chest pain was unlikely related to the study device.

Manufacturer narrative:
Complaint conclusion: as reported by (B)(4) study, a patient experienced chest pain and underwent revascularization of the lima graft. This is a (B)(6) male with medical history including hypertension, congestive heart failure, previous pci ((B)(6) 2005), previous CABG (2001) and diabetes mellitus. At the time of the index procedure, the patient underwent placement of a 2.75 x 13mm cypher stent in the mid lad to lima due to in-stent restenosis of a taxus stent that had been implanted in 2005. Post procedure residual stenosis was 0% with timi 3 flow. Approximately (B)(6) months later, the patient presented with complaint of abrupt onset of substernal chest pain and associated heaviness in both arms. Troponin I was 0.4 (uln 0.5). EKG revealed marked sinus bradycardia, st and t wave abnormality considered significant for anterolateral ischemia and t wave inversion in the inferior leads. The patient was taken to the cath lab and underwent successful pci with two xience stents to the lima due to instent restenosis of the study stent. While the patient was hospitalized, he was noted to have symptomatic atrial arrhythmia and supraventricular tachycardia. The patient converted to sinus rhythm and intravenous beta blocker and the initiated on sotalol. According to the investigator, the atrial tachycardia was not related to the study device and the cardiac chest pain was unlikely related to the study device. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from (B)(4) from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.